Event description:
It was reported via repair work order that the cot stability was effected due to a broken inner leg tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer is taking responsibility for the repair.